Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that at a two week follow-up appointment on (B)(6) 2010, following a posterior pelvic floor repair procedure on (B)(6) 2010, using a pinnacle posterior pfr kit, the patient was found to have an erosion of the mesh, distal to the incision. On (B)(6) 2010, the physician excised one centimeter of the eroded mesh from the patient, and prescribed her a silicon-based lubricant (brand unknown). The patient is reportedly doing "fine" now and no further intervention is planned.